Event description:
Include ai from (B)(6) that was missed here: there were no adverse clinical consequences and nobody was hurt. There was no delay in therapy, and this one was completed. There was an exposure to cytotoxics for healthcare professionals but not for the patient. The leak was cleaned up according to facility protocol with no specific kit, because there was no indication to do so. There was no impact on the patient¿s condition before, during and after the incident. The patient received the full intended dose minus the few drops that leaked.

Manufacturer narrative:
Corrected information received on 14oct2025 can be found in b5. Investigation summary a photo was provided showing fluid dripping down the set. Received one (1) used unit 011-h3427, 10 units of transfer set tubing for inspection. A crack was observed on the white plastic of the bag spike. The set was leak tested per product specifications. There was leakage from the crack. The reported complaint can be confirmed. The probable cause is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 10 units of transfer set tubing pur, y-clave®, rotating luer. It was reported during the administration of cyclophosphamide reddy pharma, the product leaked down the tubing and fell in drops from the plastic of the connector (below the firing pin of the pocket). There was an exposure to cytotoxic for the healthcare professional but not for the patient. The leak was cleaned up according to facility protocol with no specific kit. No leak was noted at the time of pharmaceutical release from preparation. The patient received the full intended dose minus the few drops that leaked. There was no reported direct patient involvement as the event occurred prior to starting infusion.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.